Manufacturer narrative:
The tgabyii samples are collected in gold topped serum tubes which are aliquoted and frozen upon receipt. The repeat results were obtained after re-freeze and thawing of the original sample. Tgabyii qc has been within the customer's established ranges. A routine system checks were performed on (B)(4) 2010; both passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument. The fse adjusted all alignments and voltages to instrument specifications. The fse performed a routine system check and tgabyii qc; all testing passed within specification. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected thyroglobulin antibody ii (tgaby ii) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent testing produced a result below the customer's clinical decision point. It is unknown if patient treatment was affected. A separate report 2122870-2011-00013 was submitted for the malfunction portion of this event and reports: 2122870-2011-00039, 2122870-2011-00040, 2122870-2011-00041, 2122870-2011-00042, 2122870-2011-00043, 2122870-2011-00044, and 2122870-2011-00045 have been submitted for the other patients associated with this event.